Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System operates as intended. This MDR is related to ge healthcare.

Event description:
The customer reported poor image quality. Images have lines going through them. No pt injury was reported.